Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: conclusion not yet available; investigation is in-process.

Event description:
On (B)(6) 2017 a customer reported getting missing peaks and low total areas on hemoglobin a1c (hba1c) patient samples on the g8 instrument. The customer attempted to resolve the issue by troubleshooting over-the-phone without success. On (B)(6) 2017 field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) followed over-the-phone with the customer and confirmed that the issue had been resolved. The customer reported that after replacing all elution buffers and hemolysis and wash solution the g8 instrument was performing within specifications. No further action was required by the fse. The g8 instrument, serial number (B)(4), was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed from (B)(6)2017 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1 introduction and applications states the following: controls should be diluted with hsi hemolysis & wash solution to obtain an optimal total area (ta) in the range of 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. 1.8 limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Chapter 3 - assay operations, suggests to check the flow line connections, particularly the filter and the column inlet and outlet for leaks during warming up operations. Tighten the connection if a leak is found. Total area: the total of each area under the peak is printed. This corresponds to the hemoglobin concentration. The front peak (fp) is not included in the total area. The value is calculated by integrating the detector output by time. The unit is mv·s. The most probable cause of the reported could not be determined. The customer reported that the issue was resolved after replacing all three (3) elution buffers and hemolysis and wash solution. Corrected data: the correct field service engineer dispatched date is 03-nov-2017. Approximate age of device. PMA/510(k). (B)(4).

Event description:
N/a

Event description:
N/a

Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) followed over-the-phone with the customer and confirmed that the issue had been resolved. The customer reported that after replacing all elution buffers and hemolysis and wash solution the g8 instrument was performing within specifications. No further action was required by the fse. The g8 instrument, serial number (B)(4), was installed at the account on (B)(6) 2017. A complaint history review and service history review for similar complaints was performed from (B)(6)2017 through (B)(6) 2017. There were no other similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 1 introduction and applications states the following: controls should be diluted with hsi hemolysis & wash solution to obtain an optimal total area (ta) in the range of 700-3000. However a ta in the range of 500-4000 is acceptable and reportable for whole blood specimens. 1.8 limitations of the procedure total area dilution studies demonstrate that the assay is linear from a total area of 500 to 4000. However, the optimum total area is 700 to 3000. Chapter 3 - assay operations, suggests to check the flow line connections, particularly the filter and the column inlet and outlet for leaks during warming up operations. Tighten the connection if a leak is found. Total area: the total of each area under the peak is printed. This corresponds to the hemoglobin concentration. The front peak (fp) is not included in the total area. The value is calculated by integrating the detector output by time. The unit is mv·s. The most probable cause of the reported could not be determined. The customer reported that the issue was resolved after replacing all three (3) elution buffers and hemolysis and wash solution. Corrected data: the correct field service engineer dispatched date is 03-nov-2017. Approximate age of device. PMA/510(k). Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.